Event description:
Related manufacturer reference number: 2017865-2022-08593. It was reported that the patient presented in the emergency room (ER). It was noted that the right ventricular (rv) lead had high capture thresholds and left ventricular (lv) lead failed to capture. It was noted that the patient was not feeling well due to the capturing issues reported on both leads. The rv and lv leads were explanted and replaced. The patient was in stable condition.